Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: blood pump.additional text: high pump powers.specific component(s) involved: external battery malfunction.additional text: not holding adequate charge.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.implant device type: lvad.